Event description:
It was reported that during preparation on the emboshield nav6, the well was filled; however, it was then noticed that there appeared to be a hole in the filter. The device was not used, and a new nav6 was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.